Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient could not state when the alleged inaccuracy occurred but stated that they had obtained blood glucose readings of "384 and 110mg/dl" with the subject meter within 20 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient denied making any changes to their routine prior to, or as a result of, the alleged inaccuracy. The patient stated that an unspecified period of time after the alleged product issue occurred they developed the symptom of "cramps" which they self-treated by taking "eczaquine" (medication for cramps). No further treatment with regards to the patient's blood glucose was noted. At the time of troubleshooting the csr noted that the correct unit of measure was being used and an approved sample site was also being used. The patient's products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.